Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were unable to be made due to a lack of patient identifiers. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. Lot information was not received and a manufacturing review was unable to be performed. These types of events will be monitored and trended as part of the quality system. Correction: conclusion code - remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent on an unknown date. The physician plans to reline with an ovation device and will continue to monitor the patient. The device failure and patient details are unknown. There have been no additional patient sequelae reported.